Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation, the front response button was intermittent. The cause for the failure was caused by the front response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damage monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.